Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. However, the pump alarmed unexpected failed battery test due to a corroded battery tube. The pump was received with a cracked case at the display window corners and a display window. The pump was received with a broken off piece at the battery tube threads. The pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that battery compartment was chipped off and battery cap and battery fell out. Customer does not know how damage occurred. Customer's blood glucose was 179 mg/dl. Customer was advised that insulin pump would need to be replaced. While awaiting delivery of insulin pump, customer reported of going to the emergency room. Second and final attempts were made to contact customer regarding emergency room information.